Event description:
The consumer was allegedly injured when the back of their wheelchair allegedly fell off while the wheelchair was being tilted and pushed over a threshold with the consumer in the chair. This allegedly caused the consumer to fall backwards out of the chair and be injured.